Event description:
The patient was undergoing a coil embolization procedure for a gastrointestinal bleed using ruby coils. During the procedure, the physician was unable to advance a ruby coil against resistance through another manufacturer's microcatheter. The ruby coil was removed and the procedure continued successfully. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
: The pet lock was broken. The ruby coil pusher assembly was kinked at 5.0 cm, 31.0 cm, and 74.0 cm from the proximal end. The coil was detached from the pusher assembly. The distal detachment tip (ddt) inner diameter and the pusher assembly outer diameter were measured to be within specification. The coil was not returned for measurement. The complaint has been evaluated. The initial complaint indicated that during the case, the physician was unable to advance a ruby coil against resistance through a non-penumbra microcatheter. Evaluation revealed that the ruby coil pusher assembly was kinked in multiple locations. This type of damage typically occurs due to improper handling of the device during use. If device was manipulated with force against the resistance mentioned in the complaint, it is likely that damage like this would occur. These devices are 100% functionally tested during in-process inspection. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.